Event description:
It was reported that poor sensing with high capture thresholds were observed. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.